Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons of the insulin pump are hard to press. Customer's blood glucose level was unknown. Customer states that down arrow doesn't work so she has to push it twice. The customer stated time clock advances when observed for 1 minute. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device received with cracked battery tube threads and cracked reservoir tube lip. (B)(4).